Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the up and ok buttons were under responsive.

Manufacturer narrative:
Follow-up #1: date of submission 30-mar-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2018 with the following findings:. On investigation, all keypad buttons demonstrated normal response. There was no damage, defect or contamination of the button contacts or the interior pump components. Investigation did not duplicate the complaint.